Event description:
Customer noticed the knob and handle was loose.

Manufacturer narrative:
It was reported that the customer informed the rollator adjustment knob on the right side. Customer stated they already tried switching the knobs and informed the right side still will not tighten, and unsure if they received unit this way. Customer informed he was walking with the unit when he noticed the knob and handle was loose. Additional information obtained was that the handle is not secure, with video to illustrate and document, and the customer uses the device the best that they can. There were no reports of death, serious injury, medical intervention, or follow up care.